Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the event description and condition of the physical sample, it appeared that the introducer was damaged during use. One 4.5fr x 5cm microintroducer was returned for investigation. Damage was observed at the distal end of the sheath. The edge of the sheath was crumpled at one point. The dilator tip showed no deformation. Blood residue was observed within the dilator, which indicates that the sample was used. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The product IFU states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ a lot history review (lhr) of rean1655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse failed to insert the microintroducer sheath during catheterization on (B)(6) 2018. The mst kit was removed and it was found that the tip of the gray crest of the microintroducer sheath had broken. A new mst device was used for the catheterization. There was no reported patient injury.